Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the complaint device revealed that the catheter was broken into two pieces near the proximal bond. However, the detached section, including the balloon, were not returned and there were no other damages noted. Functional examination was not performed due to the returned condition of the device. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct (cbd) on (B)(6) 2018. According to the complainant, during the procedure, the balloon had broken off inside the scope. A piece of the balloon was reported to have fallen off inside the patient and was left to pass naturally. The procedure was completed with another extractor pro rx balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine. Investigation results showed that the catheter was broken into two pieces; therefore, this is now an MDR reportable event (see for investigation details).